Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips field service engineer (fse) pulled the audit log for review by a philips clinical product specialist (cps) in order to determine why the system alarmed for vfib/tach instead of vtach. The cps reviewed the audit logs and confirmed that the system appeared to be alarming correctly. Additionally the cps was unable to get a hold of any strips from the event and therefor was not able to make a distinction for whether or not the system should have called for a vtach as opposed to a vfib/tach. The cps speculated that the conditions for the vtach may not have been met, or that the pattern of the patient waveforms may have induced the vfib/tach alarm. The cps was unable to confirm these speculations without the strips from the event. There is insufficient information to conclude whether or not there was a malfunction regarding the alarm discrepancy allegation however the system succeeded in alarming for a critical arrhythmia event. The customer was provided a letter explaining the details of the investigation of the event. The device remains on site and in use.

Event description:
The customer reported that on (B)(6) 2021, at around 3:00 am, a patient went into ventricular tachycardia (vtach) but the system produced a visual ventricular fibrillation/tachycardia (vfib/tach) alarm. The device was in use on a patient. There was no report of patient or user harm.